Event description:
The surgeon was unable to pull the stylet out of the depth electrode (4 contact depth electrode, 2.5 mm length, 5 mm spacing) after inserting the electrode in the brain (the product was not soaked in any solution prior to insertion). He had to remove the entire depth electrode and insert a different electrode. He did not have any problem removing the stylet with the second electrode. There was no delay in the procedure and the patient did not incur an injury as a result of this problem.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.